Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to a hospital due to fluid around the lungs and heart. Nevro had attempted to obtain additional information regarding the nature of the fluid buildup but was unsuccessful. The patient was discharged the following day and there have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the patient had went to the ER for chest and left arm pain. It was noted that the patient had a history of cardiac issues. The physician indicated that none of the symptoms from this event was related to the device. The patient is currently using the device to find effective pain relief.